Manufacturer narrative:
The fse found a leak in the vacuum tubing on the backwash tank vc23. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported an uncontained fluid leak of approximately one (1) ml from the coulter lh 750 hematology analyzer. The leak was a mixture consisting of diluent and blood. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory gown when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.